Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly and moisture damage on the insulin pump. Customer's blood glucose level was 190 mg/dl. Troubleshooting for moisture damage was performed. Customer¿s insulin pump was exposed to water from the pool. Customer had a constant tone, moisture damage and button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.